Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 29, 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the investigation into the complaint regarding the syringe product return has been completed. The presence of a fiber was confirmed in the photos provided, but no remaining fibers were found in the unused portion of the returned product. Based on review of last one year's data, no similar complaints related to particulates were found for the suspect lot. The production records review of the suspect lot did not have any nonconformities indicating an elevated potential for particulates. The product underwent a 100% inspection of every syringe and syringe tub after being reprocessed and going through the filling process. There were two alarms for continuous particulate monitoring performed throughout the filling process. There is no product impact and all affected product was appropriately discarded. No units with visible particulates were identified during quality control inspections. Final product testing for particulates meets the product specifications. The investigation could not identify a specific root cause and there were no issues with the raw materials used. The product was released within specifications. Based on the manufacturing records review and historical complaints review, no product deficiency or malfunction was found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was fiber that came out of a syringe of endocoat viscoelastic and went into the patient's eye. There was no delay in treatment or other interventions performed. Account indicated that there were no concerns postoperatively. The fiber and the viscoelastic are available for return. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/not provided. Section b3: unknown/ not provided. Section d6a: if implanted; give date: n/a. Not applicable as this is not an implantable device. Section d6b: if explanted; give date: n/a. Not applicable as this is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.